Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, the customer had not calibrated the continuous glucose monitor and delivered too much insulin via the pump. The customer required assistance of a family member to provide grape juice for consumption as the customer was incapacitated. Tandem technical support advised the customer to consult with the healthcare provider.